Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with high blood glucose levels over 600 mg/dl. It was stated that the customer did not change the infusion set to resolve the issue. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.